Event description:
A small piece of metal was noted on the sterile field. The only item on the field at that time was a jamshidi needle. Piece was retrieved from the field. Broken jamshidi needle was removed from field. No harm to the patient.